Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The service personnel (sp) inspected the ventilator and replaced analog interface (ai) printed circuit board (pcb). The ventilator passed all testing per manufacturer specifications at the time of service. The ai pcb was returned to medtronic for further evaluation. Visual inspection observed no anomalies. It was reported that the 840 ventilator generated a power on self test (post) failure error code, kp0116. The reported issue was confirmed. The most likely cause was related to component u31 on the ai pcb. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator logged a post (power on self test) failure error code. The ventilator was not in use on a patient at the time of the reported event.